Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that the device was explanted due to "pocket infection". The device was returned to the MFR for analysis. A follow-up report will be sent if add'l info becomes available.